Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced "high glucose episode and lower glucose episode" and was unable to self-treat. Customer had contact with a healthcare professional who provided "wound care, diabetic education, IV hydration, unspecified (dose/type) insulin" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced "high glucose episode and lower glucose episode" and was unable to self-treat. Customer had contact with a healthcare professional who provided "wound care, diabetic education, IV hydration, unspecified (dose/type) insulin" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visually inspected the reader and no issues were observed. Reader turns on with button press. Usb cable tester model m726at was used. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.